Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found the blade had broken away from the pull rod. The customer reported that the knife jammed during operation. The reported condition was confirmed. The blade could not be retracted or advanced with the trigger. Engineering disassembled the device and found the weld on the blade rod assembly broken. The investigation found no pieces missing. A design improvement has been implemented. The drawing has been changed to increase the weld strength specification for the blade rod assembly. The investigation identified the root cause of the reported event to be an inadequate laser weld. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a lower anterior resection procedure the device's knife jammed. There was no extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, and nothing fell into patient cavity. Upon receipt for investigation the device was received with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.